Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by healthcare provider (hcp) that the patient reported to the emergency room (ER) with diabetic ketoacidosis. The patient's blood glucose levels reached 385 mg/dl there was no further information available by hcp regarding if patient was wearing device at the time of ER visit, duration of wear, symptoms , and treatment. The hcp was also unable to provide information on whether the ER visit was related to issue with the patient¿s omnipod 5 device. Hcp could not provide further information at this time. Insufficient information is available to determine whether insulet¿s device caused or contributed to the reported event. Additional information has been requested, and a supplemental report will be submitted if received.